Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 2 devices were received. 2 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 1 reported event was not confirmed. Evaluation results: 2 devices were found to be affected by corrosion. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was reportedly leaking. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.supplemental rationalecorrected data: h104 previously reported events are included in this follow-up record.product return status2 devices were received.2 devices were not available for evaluation.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. - 4 events had no patient involvement; no patient impact.

Event description:
This report summarizes 4 malfunction events in which the device was reportedly leaking. - 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 4 previously reported events are included in this follow-up record. Product return status 2 devices were received. 1 device was not available for evaluation. 1 device investigation type has not yet been determined.